Manufacturer narrative:
Based upon retrospective file review with enhanced scrutiny on MDR decisions, an MDR was needed for this file. No alleged serious injury. Malfunction alleged. Allegedly, two staff members were transferring a resident when one of the straps became unhooked and the resident slid from the sling to the floor. The resident's gender, age, weight and height are not known. It is unk if the users of the lift are trained on the device. It is unk if the straps were properly secured before hoisting the resident. It is unk if the correct sling was being used for the resident specifically taking size and weight restrictions into consideration. The position of the lift to the resident at the time of the alleged incident is unk. The age and condition of the strap is unk. The detergents, chemicals and any other disinfectant reagents used to sanitize the straps are unk.

Event description:
Two staff members were transferring a resident when one of the straps allegedly became unhooked and the resident slid from the sling to the floor. No injury is alleged at this time.